Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and broken locking screw were classified as primary products during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Lines of rest, visible on the breakage surface, show that the screw broke step by step (fatigue fracture) and finally in a spontaneous rest fracture (brittle fracture). Most likely the screw broke due to bending overload caused by postoperatively loads. Intra-operatively implant damages and postoperative loads are listed as adverse effects in the IFU. If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakages could not be determined due to missing information. Because no manufacturer related issues were found the case is attributed to a user error, most likely contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that the gamma nail broke at the junction of the lag screw. No indication given by surgeon for reason of breakage. The screw was received broken.

Event description:
It was reported that the gamma nail broke at the junction of the lag screw. No indication given by surgeon for reason of breakage. The screw was received broken.